Event description:
It was reported that the atrial lead exhibited undersensing. The patient's medical condition was good.

Event description:
New information notes during follow-up on (B)(6) 2014 the lead exhibited loss of sensing and an x-ray revealed lead dislodgement. The device would continue to be monitor.